Manufacturer narrative:
The primary complaint of the autopulse platform have a cracked top cover was confirmed during the visual inspection. The top cover needs to be replaced to remedy this issue. Initial functional testing could not be performed due to the autopulse displayed "system error, out of service, revert to manual CPR" error message. The root cause of the issue was due to the defective processor board. In addition, battery compartment and both flexible patient restraint assembly are damaged and they require a replacement. The original lcd display is glued onto the processor board therefor, the lcd display also needs to be replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During initial functional testing of the returned autopulse loaner platform, the device displayed "system error, out of service, revert to manual CPR" error message.

Manufacturer narrative:
Customer reported issue of the autopulse displayed "system error, out of service, revert to manual CPR "error message was not confirmed during initial functional testing and in the archive data. Following service, including replacement of the processor board, the platform passed all testing criteria. Visual inspection noted no physical damage upon receipt. The encoder drive shaft was hard to rotate because it exhibits binding and resistance. Upon powering up the device during functional testing, it was observed that the lcd display screen was blank and repetitive clicking reset sound was heard. These issues attributed to the device failed the power-on self-test. The root cause was determined to be a defective processor board. Archive review was not performed due to platform failed the power on self-test therefore was not able to download the data. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).